Event description:
The user facility reported, that a pt was diagnosed with chemical colitis after undergoing a diagnostic colonoscopy at their facility. The pt reportedly, experienced diarrhea and was admitted to the hospital within 24 hours following the procedure. The pt was treated with antibiotics and was hospitalized fro an unk amount of time, but was said to be doing fine to date.

Manufacturer narrative:
The user facility has elected not to return this device to olympus for investigation. The user facility has indicated that the reported event was attributed to the non-olympus automatic endoscope reprocessor (aer) that was used to reprocess this device. The aer has reportedly been removed from service. An olympus endoscope support specialist was dispatched to visit the user facility and conducted an in-service training on how to clean and handle the device. This report is being filed as an MDR in an abundance of caution.